Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ fx40 instrument produced a false positive result. Subcultures were taken but the results of the confirmatory testing were not provided. Erroneous results were not reported to clinicians, and there was no adverse patient impact. The following information was provided by the initial reporter: "false positive" was this qc, survey or patient samples? No. What was the result of the bd test? Ok. What confirmatory testing was performed and what was the result? Sub culture . Were results reported to a clinician? No. Were any patients treated based on erroneous results? No. Are log files or plots available? No. Was there negative medical impact to the patient and if so what was it? No. Was there any delay of treatment due to the issue? No. Did patient samples need to be recollected? No. What is the current medical status of the patient? Ok.

Manufacturer narrative:
A failure was reported on a bd bactec fx40 (p/n 442296, (B)(6) ). Customer inquired about results issues on their instrument. A field service engineer (fse) was dispatched and found that the temperature in the lab was over the recommended temperature. The fse instructed the customer to the proper temperature the room should be kept. The root cause was a high facility lab temperature. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that the bd bactec¿ fx40 instrument produced a false positive result. Subcultures were taken but the results of the confirmatory testing were not provided. Erroneous results were not reported to clinicians, and there was no adverse patient impact. The following information was provided by the initial reporter: "false positive". Was this qc, survey or patient samples? No. What was the result of the bd test? Ok. What confirmatory testing was performed and what was the result? Sub culture. Were results reported to a clinician? No. Were any patients treated based on erroneous results? No. Are log files or plots available? No. Was there negative medical impact to the patient and if so what was it? No. Was there any delay of treatment due to the issue? No. Did patient samples need to be recollected? No. What is the current medical status of the patient? Ok.